Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a slight fuzziness on the screen, followed by a scope communication error (b30). The issue was found during the device inspection, before a diagnostic endoscopy procedure. There were no reports of patient harm.